Manufacturer narrative:
Initial report sent: 7/17/2007.

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter, the device was used at regio umbilicalis and after three hours of use the balloon exploded when a scope was inserted. While checking next device, the balloon was deflating. Used another device, and a procedure was complted successfully. No patient injury was reported.